Manufacturer narrative:
All operating currents are within specification. No unexpected blank display noted. Insulin pump passed displacement test, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unable to prime during prime/compromise force sensor system test due to faulty fsr (gold). No motor error alarm noted. Motor was tested outside the device and passed. Insulin pump received with peeling keypad overlay, minor scratched liquid crystal display window, broken reservoir tube lip, cracked battery tube threads, and missing end cap sticker.(B)(4)

Event description:
The customer's mother reported initially that the keypad sticker came off and buttons were missing on the insulin pump. Customer reported that the insulin pump alarmed motor error and display went blank. Customer's blood glucose was 57 mg/dl. Customer declined troubleshooting for low blood due to patient overslept and did not eat. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.